Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a farawave was selected for use. During preparation it was noted that the irrigation port was defective. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.